Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. No asystole occurred. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the lead was tested by a pacing system analyzer and pacing was not observed. It is thought that the lead was damaged. No additional adverse patient effects were reported.